Manufacturer narrative:
The facility states the cbts was not found during the autopsy and is not available for the MFR to evaluate. Despite numerous requests, the autopsy results have not been made available to the MFR at the time of this report. Upon completion of the MFR's investigation, a follow up report will be filed.

Event description:
The MFR was notified by a facility in the netherlands that a pt had expired with evidence of a duodenal perforation. The pt is reported to have ingested a vitalsense core body temperature sensor (cbts) on (B)(6) 2012, for monitoring purposes with a vitalsense integrated physiological monitoring system six weeks before death as part of an unrelated research. The pt had an elective laparoscopic nephrectomy on (B)(6) 2012, to donate a kidney to a relative and expired 2 days later. The pt was reported to be in good health the day of ingesting the cbts (on (B)(6) 2012). However, the family members state the pt had some gastrointestinal complaints a few days prior to the elective surgery to donate a kidney on (B)(6) 2012. According to the facility, lab results 1 day prior to the surgery showed no signs of infection or sepsis to indicate abnormalities associated with duodenal perforation.